Manufacturer narrative:
Additional information was received that the patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness and swelling at the site. The physician could not confirm the cause of the infection. The patient was admitted in the hospital and was prescribed oral antibiotics.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness and swelling at the site. The physician could not confirm the cause of the infection. The patient was admitted in the hospital and was prescribed oral antibiotics.